Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending (lad) that is 90% stenosed. The lesion was pre-dilated with a 2.0x12mm unspecified balloon and the 2.75x33mm xience prime stent delivery system (sds) was implanted. A 2.75x12mm non-compliant balloon was used for post dilatation at 16 atmospheres and a distal edge dissection was noted. Another 2.75x15mm xience prime stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.